Event description:
The consumer reported on putting the reagent of binaxnow covid-19 ag self-test on the swab and inserted in the nose on (B)(6) 2022. Per consumer, she experienced irritation in the nose. Also, the consumer mentioned that she had bit of a blood on her nose. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported on putting the reagent of binaxnow covid-19 ag self-test on the swab and inserted in the nose on (B)(6) 2022. Per consumer, she experienced irritation in the nose. Also, the consumer mentioned that she had bit of a blood on her nose. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
No additional investigation is necessary as a product deficiency was not identified. D4 (expiration date). H3 other text : device discarded, single use.